Manufacturer narrative:
No patient involved. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that during the routine test, the primary console intermittently showed a visual alarm "motor disconnect" when the motor was connected to the console. No patient was involved. No additional information was provided. This event was previously not reported due to no patient involvement. Abbott made the decision on july 13, 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.